Event description:
It was reported by the clinical support specialist (css) that the recorder malfunctioned. The patient is stable, and there have been no other issues. The staff stated the recorder was printing out as a solid black block with no waveforms visible. The staff removed and replaced the recorder paper with no change. The staff tried to cycle the power of the pump; however, it did not resolve the issue. As a result, the staff swapped the pump, and the reported pump was sent to biomed. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "solid black across the entire strip" is confirmed based on the picture provided with the complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the recorder malfunctioned. The patient is stable, and there have been no other issues. The staff stated the recorder was printing out as a solid black block with no waveforms visible. The staff removed and replaced the recorder paper with no change. The staff tried to cycle the power of the pump; however, it did not resolve the issue. As a result, the staff swapped the pump, and the reported pump was sent to biomed. There was no report of patient complication, serious injury, or death.